Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the lens was explanted for an unknown reason. Additional information was received stating patient experiencing uveitis glaucoma/ugh syndrome/hyphema, increase iop, transillumination, nasal iris atrophy and vitreous hemorrhage. The paracentesis performed. In the surgeon¿s opinion, product did not cause or contribute to the event its ugh syndrome caused the events. The patient's issues resolved were resolved. The lens was explanted and replaced with non company lens.

Manufacturer narrative:
The lens was returned wrapped in surgical gauzes inside a small envelope. Solution was dried on the returned pieces of lens. One haptic broken (possibly cut) in the gusset area (not returned). The optic was cut into multiple pieces, typical of insertion and removal. Some pieces were not returned for evaluation. Power and resolution testing could not be conducted due to the extensive optic damage. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. There are no other complaints in this lot the product investigation could not identify a root cause for the reported complaint. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that in the surgeon's opinion, the lens did not cause or contribute to the event. In the surgeon's opinion the cause of the event was "ugh syndrome". The manufacturer internal reference number is: (B)(4).